Event description:
The manufacturer received information alleging a ventilator's touchscreen stopped working. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging ventilator's touchscreen stopped working. There was no harm or injury reported. The device was returned by the customer to manufacturer service centre. Dirt/dust contamination and water ingress from an external source inside machine flow sensor, blower motor assembly and throughout unit. Replaced machine flow sensor, system pca, blower motor, blower seal, blower mounts, blower cap, blower chassis plate, muffler assembly, outlet side panel, tubing kits, main housing, dual limb cup. The sofiware was updated to recent version.